Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient's trial started on (B)(6) 2021. It was reported that the patient stated that when they were pulling down their pants they accidentally pulled their leads and stated that they are leaking a lot. The patient also stated that they had slept a lot due to the healthcare provider putting them under at the hospital.